Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, six years ten months of post deployment a computed tomography angiography (cta) chest and computed tomography angiography (cta) abdomen and pelvis was revealed extensive segmental and subsegmental pulmonary emboli in the bilateral lower lobes. Non-occlusive embolus within the right lower lobar pulmonary artery was noted. There was an infrarenal inferior vena cava filter in place with several struts extended approximately 5 mm anterior and posterior to the inferior vena cava. The inferior vena cava below the level of the filter was prominent, bilateral iliac and visualized femoral veins were also prominent, with surrounding infiltration likely thrombosed. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, intracranial bleeding and pulmonary embolism. Approximately six years and ten months post filter deployment, a computed tomography angiography (cta) chest and computed tomography angiography (cta) abdomen and pelvis with intravenous contrast revealed that several struts extended anterior and posterior to the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with extensive segmental and subsegmental pulmonary emboli in the bilateral lower lobes; however, the current status of the patient is unknown.